Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure and developed hypotension requiring noradrenaline administration and CT scan. Femoral puncture was done, carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted, and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was then inserted. About 20 minutes since the procedure started, the patient¿s blood pressure dropped and unstable. Noradrenaline was administered, and echocardiography was done; however, no tamponade was observed. Reminder of the procedure was discontinued as the patient¿s condition did not allow the ablation. The patient was moved to the recovery room and underwent CT scan. CT scan results were not provided. No bwi product malfunctions were reported. There¿s no report of prolonged hospitalization. Physician causality opinion was not provided. No ablation was done. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the thermocool® smart touch® sf bi-directional navigation catheter are being considered concomitant products since the relationship with these products and the hypotension would be unlikely. The event is being conservatively coded and reported under the vizigo sheath since medication and CT scan were required. Since the event required intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 5/21/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure and developed hypotension requiring noradrenaline administration and CT scan. Femoral puncture was done, carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted, and the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was then inserted. About 20 minutes since the procedure started, the patient¿s blood pressure dropped and unstable. Noradrenaline was administered, and echocardiography was done; however, no tamponade was observed. Reminder of the procedure was discontinued as the patient¿s condition did not allow the ablation. The patient was moved to the recovery room and underwent CT scan. CT scan results were not provided. No bwi product malfunctions were reported. There¿s no report of prolonged hospitalization. Physician causality opinion was not provided. No ablation was done. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, several tests were performed. The device was recognized in the carto 3 system and no electrical issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. DHR review: a device history record evaluation was performed for the finished device 00001502 number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)